Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. Per the operative report received of 2004, the patient left the operative suite in stable cardiovascular condition. Unfortunately, no information regarding the patient's death was provided. The cause of death remains unknown.

Event description:
Customer reported receiving a glucose result of 128 mg/dl on her freestyle freedom lite blood glucose meter in 2009 at 8:00 am. It was further reported customer became unresponsive, non-verbal and lost consciousness. Paramedics were called and they received a reading of 13 mg/dl on an unknown brand of meter. Customer was unable to state how much time had elapsed between the reading obtained on the adc meter and the reading from the paramedics. Customer was transported to a local healthcare facility and diagnosed with hypoglycemia. Customer reported receiving treatment, but was unable to state what treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), only a copy of the operative report for 2004 was received. No further information regarding the event was learned. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.